Event description:
It was reported that the tip of a denali curved thoracic probe broke intra-operatively. Surgery was successfully completed with another probe and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection observed that the device had fractured at its tip. Heavily worn laser markings were also observed. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Review of manufacturing records reveal that the device was about ten years old at the time of event. Repeated use of the instrument throughout its service life could have compromised the material integrity at the probe tip, resulting in fracture. The cause of the reported event will be classified as normal wear.

Event description:
It was reported that the tip of a denali curved thoracic probe broke intra-operatively. Surgery was successfully completed with another probe and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. As the device was not returned for investigation, the failure mode could not be confirmed, and a root cause could not be determined conclusively. H3 other text : device not returned to stryker.

Event description:
It was reported that the tip of a denali curved thoracic probe broke intra-operatively. Surgery was successfully completed with another probe and no delay. No adverse consequences or medical intervention were reported.